Manufacturer narrative:
Stryker medical is filing as the initial importer due to the alleged adverse event. The unit was manufactured by: (B)(6).

Event description:
It was reported the nurse was raising the head of the bed with the pendant controls, when suddenly the head of the bed collapsed and fell down flat from beyond 45 degrees. It was reported there was a patient in the bed who was not injured, however, it is alleged the nurse injured her hand during the event. The severity of the alleged injury was not reported.

Manufacturer narrative:
It was reported by (B)(4), the manufacturer of the unit, that the cotter pin holding the fowler motor was found to be damaged. The cotter pin was replaced and the fowler motor reinstalled, and the unit was returned to service.

Event description:
It was reported the nurse was raising the head of the bed with the pendant controls, when suddenly the head of the bed collapsed and fell down flat from beyond 45 degrees. It was reported there was a patient in the bed who was not injured, however, it is alleged the nurse injured her hand during the event. The severity of the alleged injury was not reported.